Event description:
Report was rec'd from the (B)(6) stating that the device has a damaged neuro tip. It is unk if the device was used during surgery. It is unk if injury or medical intervention were reported. No add'l info available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).